Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was proximal lad, with mild tortuosity, moderate calcification, and 90% stenosis. While cutting was performed at 40 psi, the pressure indication decreased. There was blood observed inside the indeflator and the balloon could not be inflated, it has confirmed the balloon had ruptured. Then, poba was performed using another company's balloon catheter, and dca was resumed using another device. The procedure was completed after deploying another company's stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Balloon ruptures may occur due to, but not limited to, manufacturing, materials, mechanical damage, handling of the device during use, over inflation and/or interaction with patient anatomy or interaction with associative devices. In this instance it was reported that the lesion had mild tortuosity, with moderate calcification, and 90% stenosis, which may have also contributed to the failure. Since the device was able to be prepared for use, this failure appears to be related to the circumstances during the procedure; however, without the device to analyze a root cause for the reported discrepancy cannot be definitively determined.